Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that axes controller platform (acp) 4 was faulty. Therefore, they replaced the acp. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp was analyzed, and the reported failure was replicated. When reviewing the remote fe, there were 319 error codes. This meant that a node configured to be present did not respond during system start up. The acp board was installed and tested on the printed circuit assembly (pca) xi system. The system started up showing error 319 in the error log. Only one led would light up during start up. The complaint regarding the error message was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the clinical sales representative (csr) called the technical support engineer (tse) and stated that errors were reoccurring, and all arm leds were lit red. System logs confirmed that there were node not responding errors, indicating that axes controller platform (acp) 4 and acp 5 were not responding. There was possible fiber communication failure due to the fiber cable or acp or acp dual failure. The procedure was converted to another da vinci system with no reported injury.